Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that was to inquire about compatibility of ins with vibrating plate. Patient said they have been using a vibrating plate for the past month to help with lymphatic drainage and neuropathy. Patient stated they used it and it took away all of their neuropathy pain. Patient then stated they started having severe pain down their right groin and right leg on sunday. Patient turned therapy off yesterday and has noticed some improvement in the pain since last night. Patient was concerned their lead wire may have shifted out of place due to the vibration. Patient reported used a vibration plate manufactured by merach. Agent reviewed guidelines for ins and merach (found via google search), but also suggested the patient call merach to inquire about compatibility of their device with medical implants. Agent also suggested patient contact their managing hcp to report symptoms as well. In the meantime, patient will continue to monitor the pain and confirmed they have stopped using the vibration plate. Patient then also asked about compatibility with biofeedback. Patient reported they would have electrodes applied to their temples and receive "frequency" to adjust brain after having "long covid," which patient said affected their brain. Agent reviewed pertinent information with patient and suggested they also contact the biofeedback manufacturer for compatibility. Merach vibrating plate and biofeedback.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID: 978b128 (lot: va2tdel); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.